Event description:
It was reported that the patient underwent a large abdominal hernia repair in 1996 and a mesh was implanted. The patient had another surgery in (B)(6) 2011 to relax an obstructed bowel. During this surgery it was discovered that the mesh had become entangled with her bowels, causing the blockage. The patient developed an infection and three fistulas, requiring additional surgery. No additional information was provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a large abdominal hernia repair on (B)(6) 1996 and a mesh was implanted. The patient underwent another surgery in (B)(6) 2011 in order to relax an obstructed bowel. During this surgery it was discovered that the mesh had become entangled with her bowels and this caused the blockage. The patient developed an infection and three fistulas which required additional surgery. No additional information was provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.